Event description:
A sensor dual-flex ptfe-nitinol guidewire was used during a ureteral stricture procedure in 2007. According to the complainant, "during the procedure, pieces of the sensor wire were breaking off." The pieces were reported as being very small and "probably would have passed on their own" but since the scope was in place, they were removed using a grasper. The procedure was completed using another, same type device with no patient complications.

Manufacturer narrative:
A review of the device history record was performed on the pertinent lot number; no anomalies were noted. A search of the complaint database did not identify any additional complaints recorded for the same lot. In addition, the october 2007 product family complaint trend chart was reviewed and indicates that there is no unfavorable trend over the past 15 month period. The exact root cause could not be determined with the conducted investigation; however, additional event information provided by the user indicated that "the scope may have attributed to the pieces breaking off."